Manufacturer narrative:
Device passed self test and displacement test. Pump error 4 was not found in formatted device history file, however pump error 53 found in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms while calibrating sensor. The customer¿s blood glucose level was 137 mg/dl at the time of incident. Customer assisted with troubleshooting. Customer was able to clear the alarms, however unable to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.